Event description:
The physician was manipulating the introducer via a contralateral approach, whilst doing this, the check flow valve broke apart from the introducer sheath. The doctor had to make an incision in the groin and pull the sheath back out of the artery to retrieve it. No adverse effects reported to the pt.

Manufacturer narrative:
Device separation is not labeled. The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact, however, the sheath was so badly damaged from hemostat that the flare size and sheath ID could not be confirmed. Proper connector cap size was confirmed. Two axial slits that penetrate half the cross section of the tubing are noted approximately 30cm from the proximal end; however, the coil remains intact. Additionally, the gap between the check-flow body flange and cap top was measured at approx 0.010". The flexor check-flo ii introducers are inspected 100% inspection, to confirm flare on proximal end of sheath is caught securely in proximal fittings. Sheath must not rotate in cap fitting. Verify that coils in sheath continue into cap". Flexor sheaths are to trim the flare evenly. Check each flare with appropriate flare gauge; inspect all flares, by sliding sheath into small holes side of the gauge distal to the flare. The flare must not pass through small gauge hole freely. Repeat checking with the large hole in gauge. The flare must pass through large hole freely." Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. The presence of the two axial slits suggests the sheath may have caught on arterial calcification/lesion at the bifurcation requiring atypical force to remove the sheath and possibly thus causing the hub to separate from the sheath if being held by the hub during removal. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. While this complaint is relevant to the scope of action for proximal fitting separation from sheaths, this action step was issued at management discretion prior to the receipt of this complaint. Interim corrective action was implemented on sep 15, 2010 via change request for the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths & lt; 9.0fr. Complaint device was manufactured prior to noted change. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.